Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner seal of the packaging was adhered to the outer rim of the plastic box. The sterility was determined to be compromised.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed by visual inspection. DHR was reviewed and no discrepancies relevant to the reported event were found. Visual examination showed that the inner tyvek lid and cavity were still sealed but the top layer of the inner tyvek lid has delaminated with the outer tyvek lid. It was concluded that man (or operator error) was a potential root cause of the complaint and that the product left zimmer biomet control nonconforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.